Event description:
According to the sales rep, a driver (B)(4) broke.

Manufacturer narrative:
Result - we confirmed the driver tip was broken per the field report. Conclusion - we concluded that the failure was metal fatigue via testing of four parts from the same lot.